Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired during the loading procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use was observed. There was no blood detected. A visual inspection was conducted. The delivery device was returned inside of the loading device. The blue slide lock was not engaged and the white plunger was not depressed on the delivery device. The seal and tension spring assembly could be seen lodged within the loading device. The seal and tension spring assembly was removed. There were no cracks or delamination detected on the seal. The following measurements were taken for the delivery tube: the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure ¿activation problem; seal¿ is not confirmed, however the analyzed failure "fitting problem" is confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired during the loading procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.